Event description:
The service report shows that the device failed to maintain system pressure within specifications. The nellcor puritan-bennett factory service tech inspected the device and replaced the outlet valve assembly. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.